Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator got stuck in charge mode when the charge button was pressed for the 6th shock. The patient expired.

Manufacturer narrative:
As previously reported in the 30-day report, the date of incident/death is (B)(6) 2016." The device was evaluated by philips. The device failed initial testing and showed a shock equipment malfunction message. The electronic event file was reviewed and showed 5 successfully delivered shocks and a shock fail message when the 6th shock was delivered. The issue was localized to the therapy pca and the therapy pca was replaced to resolve the symptom. The device then passed all performance assurance tests. The therapy pca was replaced. The device then passed all required tests. The device was returned to the customer with the issue resolved. .this was a malfunction of the therapy pca. No further investigation or action is warranted.

Event description:
The customer reported that the heartstart mrx defibrillator got stuck in charge mode when the charge button was pressed for the 6th shock. The involved patient died. The paramedic director stated that the device did not impact the patient outcome due to the prolonged down time and patient condition.

Manufacturer narrative:
The reported problem was verified/duplicated in the lab. Failure was located to a component ¿dual diode, d13¿ which was found to be ¿open¿.